Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp attached to a catheter was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is inconclusive for the reported subcutaneous leak and suction issue as the exact circumstances at the time of reported event is unknown and the sample evaluation results indicating no difficulty in flushing under laboratory conditions are not by themselves sufficient to unconfirm that this event occurred under clinical conditions and also the returned catheter segment was inspected throughout for any ruptures or splits and no such defects were observed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2022), g3, h6 (device). H11: b5, h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three days post port placement, the device allegedly had a subcutaneous leak and pain. It was further reported that device allegedly had a suction issue. Reportedly, the device was removed. The patient current status is unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products are identified in procode and date rec¿d by MFR. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2022).

Event description:
It was reported that approximately one week post port placement, the device allegedly had subcutaneous leak and the patient complained of pain. It was further reported that port system was removed. Patient reported stable.